Event description:
It was reported that the ilet insulin delivery device was dropped, after which the device could be awakened but the touchscreen became unresponsive, consistent with a damaged display assembly. Symptoms included no adverse clinical effects and maintained blood glucose near target. Outcomes included temporary interruption of automated insulin delivery and the user¿s transition to backup manual injections until a replacement device arrived. Investigation included collection of event details, device identification, and logistics for device replacement and return. Investigation of the device revealed a physical impact-related screen failure consistent with external damage to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage from a drop.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.